Manufacturer narrative:
D4 - UDI no. - not required for this product code. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found no anomalies in its appearance. The actual device was built into a circuit with tubes. Saline solution was circulated and the pressure drop was determined at each flow rate. The pressure drop was found to be higher than that of a device from a current production run. The blood pathway was rinsed with saline solution and visually inspected. No visible clot formation was found. The actual device was fixed with glutaraldehyde solution and the housing component removed for further inspection of the inside of the oxygenator module. There were no anomalies in the state of the filter placement. The filter was removed and subjected to visual inspection. No visible clot formation was confirmed. The filter was then subjected to magnifying inspection. Formation of white clots was noted on both the outer and inner surfaces. The oxygenator module was then subjected to a visual inspection. There was no clot formation visible with the naked eye on the fiber winding. The fiber layer was removed from the winding in increments of 4mm and each layer was subjected to visual inspection. After 8mm of the layer was removed the clot formation started to appear. The heat exchanger module, after the fiber having been removed, was inspected under magnification. There was no formation of thrombus on the outer cylinder. Electron microscopic inspection of the outer and inner surfaces revealed the adhesion of platelets. Electron microscopic inspection of the fiber layer samples revealed the adhesion of platelets. A review of the device history record and product release decision control sheet of the involved product code/lot# combination was conducted with no relevant findings. A search of the complaint file found no previous report of this nature with the involved product /lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the platelets of aggregation factors had been activated and flowed into the oxygenator module of the actual sample adhering and covering the surface. The device labeling does address the potential for such an event in the instructions-for-use (IFU) which states the following: "adequate heparinization of the blood is required to prevent it from clotting in the system." And "do not reduce heparin during circulation. Otherwise, blood clotting might occur." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported pressure increase on the capiox device. Follow up communication with the user facility confirmed the following information: in an urgent avr/mvp case the oxygenator module became plugged at the beginning of the procedure; this caused an increase in the pressure; the actual sample was changed out and replaced with another oxygenator; and the procedure was completed successfully.